Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case plan showed the l4-l screw was planned on a potential skive zone. Additionally, the software detected and then alerted the user of excessive deflection during the placement of the l4-l and l5-r screws. This excessive deflection force is caused by skiving while an instrument is inserted into the end effector. Force is indicated by the force meter in the bottom right hand side of the screen. Additionally, there is a warning presented on the bottom of each trajectory view of the navigation screen in the event that excessive force is detected. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.